Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. Dimensional analysis of returned device confirms device meets specifications and that critical mating features (morse taper) are within tolerance. Minor abrasions were noted on the articulating surface. In addition, scratches were observed on the morse taper end. As the baseplate was not returned for evaluation the condition of the mating surface is unknown. Based on the information provided and device evaluation, the most likely cause(s) of this event is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a reverse total shoulder arthroplasty procedure was performed on (B)(6) 2016. The patient was performing a pendulum exercise in post-operative therapy and reported feeling a pop in the shoulder. An x-ray was performed and confirmed the head had disassociated. A revision was performed on (B)(6) 2016. The previously implanted 36 univers revers glenosphere, ar-9504s, and s/36/+6 humeral insert were removed from the patient. The s/36/+6 humeral insert, ar-9503s-06, was intact but was damaged in the removal process. It was found that the base plate was intact and the implanted screws were checked. A coring reamer was used and a new 36 univers revers glenosphere with lot 150020307 and s/36/+6 humeral insert with lot 2501482108 were implanted into the patient.